Manufacturer narrative:
H6: eval results: visual inspection of the returned product found one haptic torn. There was evidence of clear surgical residue.

Event description:
The reporter stated the surgeon attempted to insert a cc4204bf collamer plate lens but the cartridge split and scratced the lens. There was no patient contact or injury. The reporter stated the cause of the lens damage was due to a loading error.